Manufacturer narrative:
Initial: details of this case have been requested.

Event description:
When the monitor began repeatedly powering off and on by itself, the medical team replaced a first catheter, and the monitor started functioning again. However, that catheter only lasted two days before the issue returned. Three days later, they replaced it.